Manufacturer narrative:
Continuation of medical devices: dtba1d1 ICD implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) with bi-ventricular pacing was observed on the right ventricular (rv) lead. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.